Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact age not provided, mean age was 67.7-68.6 years. Date of event: unknown. Model number: complete model is unknown, as the serial number was not provided. The article only provides baerveldt 350. Catalog number: catalog number is unknown. Expiration date: unknown. Serial number: unknown. UDI number: unknown. If implanted; give date: unknown. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. (B)(4). Rothman, a., an, s., herndon jr, l. (2018). Effect of suture wick technique on early intraocular pressure control after nonvalved (baerveldt 350) glaucoma drainage device surgery. Glaucoma journal 27(1), pp. 1145-1150. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
"The effect of suture wick technique on early intraocular pressure control after nonvalved (baerveldt 350) glaucoma drainage device surgery" literature was reviewed. The publication reported patients in 2 groups. Patients in a group without a wick: 7 patients developed hypotony, 2 of which had wound dehiscence or leak; 3 patients had wound dehiscence without hypotony; 3 patients had hyphema; one required additional surgery (does not specify why or what surgery was performed); patients in the group with a wick: 8 developed hypotony; 1 with wound dehiscence; one hyphema; one elevated iop requiring paracentesis; 2 required additional surgery (does not specify why or what surgery was performed).